Event description:
It was reported that a flogard infusion pump did not function. It was unknown when or in which care area this event occurred, however there was no patient involvement. Additional information was requested and is not available. During evaluation by baxter personnel, it was determined that the reported condition was an insert slide clamp alarm.

Manufacturer narrative:
(B)(4). Additional narrative: the device was serviced on-site by a field service technician. A visual inspection and functional testing were performed. The cause of the insert slide clamp alarm was determined to be a damaged safety clamp. The safety clamp was replaced in order to correct the reported condition. The device was returned to the customer in good working condition.